Event description:
It was later reported that the rv lead programming was changed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that t-wave oversensing (twos) occurred with the right ventricular (rv) lead. The patient received inappropriate shocks. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) evident on electrograms from session printout.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d294trk, ICD implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.